Manufacturer narrative:
On august 5, 2021, mentor became aware that incorrect manufacturing date of right side device lot 6678035 was reported under the previous initial submission, and hence, date of implant was estimated incorrectly under section b5. The correct statement is as follows: date of implant under field d6a has been updated to (B)(6) 2013 (manufacturing date of right side lot 6678035) until further information is provided. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent revision breast augmentation with a 550cc mentor memorygel breast implant on the left side, and with 600cc mentor memorygel breast implant on the right side and experienced bilateral capsular contracture; baker grade IV postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3505504bc; serial number (B)(4) on the left side, and with catalog number 3506004bc; serial number (B)(4) on the right side on (B)(6) 2021. Date of implant has been updated to (B)(6)2013 (manufacturing date of right side lot 6678035) until further information is provided. This medwatch report is for the patient¿s right-sided device.